Event description:
It was reported that during a routine device changeout, the chronic right ventricular (rv) lead was connected to the new device and after the pocket was closed the superior vena cava (svc) impedance read as "none". On fluoroscopy the rv lead showed an insulation breach near the trifurcation and exposed and fractured/frayed wires. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment and distal segments were returned, analyzed, and the proximal conductor was flexed and fractured. It was noted that the superior vena cava (svc) defibrillation conductor was cut and fractured, the right ventricular (rv) conductor was fractured due to being pulled/stretched/overstressed, there was a cosmetic white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached cut, the proximal conductor was flattened, the overlay tubing had cosmetic environmental stress cracking, the superior vena cava (svc) defibrillation conductor was fractured due to being pulled/stretched/overstressed, and the lead was stretched.